Event description:
It was reported that the collimator on the 8800 system was coning down and locked up at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable, ps1 power supply, and fluoro functions board were replaced. The collimator was calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.